Event description:
It was reported the patient was experiencing pain and/or discomfort at her ipg pocket site. The patient's physician opted to add extensions to go around the patient's abdominal area. It was reported the patient was doing well postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.